Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "swollen lymph nodes around the breast implants," and "burning sensations". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "swollen lymph nodes around the breast implants," and "burning sensations". This record is for the left side. Device has been explanted. Patient additionally reported "implants "ruptured" while the doctor was removing it they had "breast implant illness" and "hair loss"; these events are not related to the device and will not be reported.